Event description:
A caller reported that the cartridge was not fitting properly on the pump, making it difficult to change it, with the case slightly off causing problems sliding the cartridge in and out. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to remove the case from the pump but was unable to continue troubleshooting and planned to call back later. No event date was provided for when the issue began.